Manufacturer narrative:
(B)(4) date sent: 11/2/2020 d4: batch # u5d00f investigation summary the analysis results found that one psee60a device (a) was returned with the anvil bent upwards and with no reload present. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the patient gender/bmi? Female. Which firing on sleeve did issue occur? The system progressed with difficulty. At the first firing the clips closed but the incus broke. At the second firing the clips opened. Where any unusual sounds noted? No. Are any photos of device or cartridge available? Not available. What is meant by ¿the jaw of stapler has risen¿? Incus of the stapler broken. Please provide additional details of broken reload. The reload broke and the clips did not close. Did the device complete the firing stroke? Yes. Please describe staple form in area where stomach-bowel remained open. Clips were open with ¿u¿ form. Was the device difficult to open? No. How was the poor staple line addressed? Laparoscopy with handmade suture with vloc wire. What is the current patient status? Good. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure were used: the stapler psee60a (lot u94h67) + reload ecr60g (lot u40c8x) + reinforcement goretex. At the beginning of the procedure the stapler psee60a (lot u94h67) worked and slowly completed the suture. After the suture, the reload ecr60g (lot u40c8x) has been removed from the stapler and it was observed that the jaw of the stapler has risen. The stapler was replaced with a new one (psee60a, lot u947213 with a new reload ecr60g of the same lot) and worked properly; it was observed that the stapler cut but the clips didn't close and the bowel remained open. The reload was found broken. The procedure was completed with the stapler psee6a and a new reload ecr60g (lot u94h67) but without reinforcement. Extended hospital stay of two days.